Event description:
During preventative maintenance of the device, the field service representative reported that the monitor failed to display the three temperature readings. The field service representative disassembled the monitor in order to verify the connections. He then reassembled the monitor, and it functioned as expected without further temperature display failure. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.